Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer reported that the threshold suspend featured was triggered when blood glucose was 196 mg/dl and when threshold suspend limit was set as 65 mg/dl. The sensor glucose was not given at the time of incident. The customer also reported that they suspended the insulin pump but the insulin pump kept beeping when blood glucose was 226 mg/dl and sensor glucose was 47 mg/dl. The sensor will be returned for analysis.